Event description:
Patient reported questionable meter results. Patient has two meters, and she reports that she doubts the results of the active gc meter and relies on the performa uv meter. Customer allegedly received the following results, with two different meters, within 10 minutes: 140 mg/dl on system 1 (active gc) and 78 mg/dl on system 2 (performa uv). Both meters are not configured with date and time. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Reference the following medwatches with patient identifiers for the following systems: 200189065-01 - system 1 - active gc; 200189065-02 - system 2 - performa uv.